Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead displayed intermittent capture at maximum output. Additionally noise and oversensing was observed, along with increased threshold measurements. Sensing measurements ranged from 0.9mv to 1.8mv, with atrial output programmed to 3.5v@2.0ms. Output was increased to 5v@2.0ms. Ultimately ra loss of capture (loc) was observed. A revision procedure was performed. Xray revealed that the ra lead was not in the appropriate appendage. The ra lead was surgically abandoned. No adverse patient effects were reported during the procedure.